Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the patient contacted lifescan canada (lfsca) alleging that there were three dashes in her onetouch ultra2 meter settings. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue has been happening since january. The patient reported managing her diabetes with insulin (no adjustments) and denied making any changes to her normal diabetes management as a result of the alleged issue starting. The patient mentioned that she was taking insulin based on a sliding scale depending on how she was feeling. The patient claimed that she developed symptoms of ''headaches, dry mouth, thirst and vomiting'' 4-5 months after the alleged issue began. The patient informed the cca that she was hospitalized 4-5 weeks prior to contacting lfsca. The patient stated that her blood glucose was tested when she was hospitalized and a blood glucose result of ''398 mg/dl'' was obtained on a hospital meter (unknown type). The patient mentioned that she received an insulin injection while she was in the hospital (unknown type/dose) and that her urine was tested. The reason for the urine test and the result of the urine test are not known. During troubleshooting, the cca confirmed that the subject meter had been coded previously. The cca was unable to confirm if the alleged issue was resolved during troubleshooting. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury and required an insulin injection as well as hospitalization as a result of the alleged issue.